Event description:
Additional information received identified the patient's scs ipg was explanted and replaced.

Manufacturer narrative:
(B)(4). Correction numbers: 1627487-05242011-002-r; 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI (di): (B)(4).

Event description:
The patient reported her scs ipg is inoperable as she had not charged her system in approximately six months. An sjm representative met with the patient and confirmed external devices were unable to establish communication with the ipg. Surgical intervention may take place at a later date to address the issue.